Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump it was reported that the pump had an error code system fault 42224 occurred 0004. The reported error code 42224 is a high priority error code related to user interface, which will interrupt therapy if the issue occurs during infusion. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4, d7a: updated. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log showed that system fault error 42224 occurred on 05-may-2026. A 12-month service history had been performed, with the last repair completed in march 2026. Visual inspection revealed no anomalies. Functional testing was conducted; the reported system fault could not be replicated, though the error code was confirmed in the event log. The downstream occlusion (dso) sensor and upstream occlusion (uso) seal were replaced. The probable cause was identified as a defective dso sensor and main board. Following repair, the device successfully passed all functional tests.